Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a partial display. The customer¿s blood glucose level was 127 mg/dl at the time of the incident. Customer stated that they saw vertical and horizontal light strips. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with a blank display with constant steady white light on the display due to vertical cracked lcd controller. Unable to verify backlight anomaly, missing segments, partial display and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to device steady white light on the display. No unexpected vertical or horizontal light strips on the display noted